Event description:
Customer reports that she went to a doctor's appointment where her device read 268mg/dl and the doctor's device read 119mg/dl. Comparisons were reportedly performed within 10 minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.